Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total hysterectomy, rso - left salpingectomy, lysis of adhesions, cystoscopy, the ligasure retractable l-hook laparoscopic sealer divider locked up and would not function. It was removed from the sterile field and replaced with a new ligasure. Surgery completed without incident. The patient with mirena iud placed in 2018 for aub. There was no patient injury.